Event description:
It was reported that the right atrial (ra) lead was experiencing high capture thresholds and poor morphology. Technical services (ts) noted that it could be a possible dislodgement. Ts suggested to lowering sensing and get an x-ray for the patient. The device remains in service. No adverse patient effects were reported.